Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. It should be noted that this specific model is not sold in the united states, so it is not in gudid.

Event description:
The user facility reported that while an employee was changing a vaprox cup from their v-pro max 2 sterilizer, the cup began to leak, and the employee obtained a burn. The employee sought and received medical treatment.